Manufacturer narrative:
Manufacturer's investigation conclusion: the report of suspected pump thrombosis could not be confirmed as heartmate ii lvas, serial number (B)(6), is not available for investigation. A specific cause for the report of suspected pump thrombosis, elevated blood pressure, aortic insufficiency, mitral valve regurgitation, and history of hypotension could not be conclusively determined through this evaluation. In addition, a direct correlation with (B)(6) could not be conclusively established. The submitted log file appeared to have captured the pump functioning as intended above the low speed limit with no atypical alarms throughout the duration of the data. No unusual events or changes in parameters were noted. The patient¿s blood pressure medication was managed to decrease systemic vascular resistance, and a repeat right heart catheterization was performed on (B)(6) 2020. The results showed normalization of the numbers after the medication adjustments. The patient remained in-house as of (B)(6) 2020 with a plan to manage blood pressure support in the setting of orthostatic hypotension. The patient remains ongoing on (B)(6) following this event; however, it was later reported that the patient continued to experience orthostatic hypotension with low flow alarms later in (B)(6) 2020. The heartmate ii lvas IFU lists device thrombosis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The heartmate ii lvas IFU lists device thrombosis as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. Section 6 entitled ¿patient care and management¿ outlines indications of pump thrombosis, as well as how to respond to such events. Section 6 also provides information regarding anticoagulation therapy and the recommended inr range. Additionally, section 6 states that post-implantation hypertension may be treated at the discretion of the attending physician. Any therapy that consistently maintains mean arterial blood pressure less than 90 mm hg should be considered adequate. Section 5 entitled ¿surgical procedures¿ warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided, a supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
It was reported a right heart catheterization (rhc) was performed. The results prompted investigation into proper functioning of lvad. A ramp echo-cardiogram (echo) was performed and the results showed that at a baseline speed of 9200 rpm the atrial ventricular valve (av) was not opening and there was mild aortic insufficiency (ai) and moderate mitral regurgitation (mr). At a speed of 10800 rpm the aortic regurgitation appeared worse. The patient's blood pressure was elevated, healthcare providers will decrease blood pressure with medical management and then perform another ramp echo. It is was suspected that there was pump thrombosis in this patient (or inflow or outflow thrombosis) as the ramp study did not show a decrease in the left ventricle (lv) size as the speed was increased. There were no unusual events recorded in the log file event history. A repeat rhc was completed on (B)(6) 2020 and showed normalization of rhc numbers after medication adjustments.